Event description:
The customer reported a leak from the right side of the lh750 instrument. The volume of the leak was approximately 5ml and was not contained within the instrument. The customer stated that the leak amount increased upon instrument operation. No one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and confirmed a leak due to loose quick disconnect 4 (qd4) at the flowcell. The fse locked and reconnected qd4 from the flowcell. The repairs were verified per established procedures. (B)(4).